Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Section h5: corrected. Section h8: corrected. Section h10: corrected. Manufacturer's investigation conclusion: the power module (serial number: (B)(6) was returned for analysis to the service depot and was evaluated and tested on (B)(6)2024. The power module was functionally tested and passed all testing. The power module handle, rubber foot, and battery clip were replaced. Preventive maintenance was performed. It was stated that the power module would be returned to the customer. Damage to the battery clip was also noted during the investigation. Additional provided information stated that the system controller was exchanged, that it was unknown if the pump stopped at the time the system was out of power, and that the left ventricular assist device (lvad) off alarm could not be isolated to the system controller or power module alone. Device history records for the power module (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Interrogation showed low voltage alarm followed by low flow then pump off. Log files did not capture anything unusual other than the system controller exchange that took place on (B)(6) 2024 at 1816 when the driveline showed disconnected. The log file did not capture any events leading up to the system controller exchange. There was a gap in the timestamp where no events were being recorded.

Event description:
It was reported that the patient's emergency backup battery (ebb) was replaced earlier in the day due to upcoming expiration. There were no alarms following the replacement. Later in the day, the patient had left ventricular assist device (lvad) off alarms with no green circle illuminated on the system controller while on power module. The system monitor was also reported to be off when the team entered the room. The patient was switched to batteries, but the power did not return to the system. The controller was then exchanged, and the patient was connected to new power module which returned power to the system. The power module also had a faintly yellow lit power module backup battery indicator. It was unknown if the pump stopped at any time when the system was out of power. Log files were to be sent from both controllers and the power module was to be returned for further investigation. The patient was asymptomatic during the lvad off alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.